Event description:
Customer stated that the product was over-heating during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required.

Manufacturer narrative:
According to the investigation details, there was no power in the device. Corrosion of internal components was identified in the investigation results.